Event description:
It was reported that a patient is deceased and died approximately 11 months post implant of a cardiac resynchronization therapy defibrillator (crt-d). The patient was a participant in the (B)(6) study. The cause of death is unknown.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. (B)(4).